Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware (B)(4) 2018, that on (B)(6) 2018 a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between occurred. No additional patient or event information is available. Data was provided for evaluation. Further information will be provided when data analysis is completed. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined.